Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a041001 captures the reportable event of needle punctured sheath.

Event description:
It was reported to boston scientific corporation that an expect slimline needle was to be used in the liver during a procedure performed on (B)(6) 2026. During the procedure, it was reported that the needle was difficult to use. The bevel did not appear suitable. When the guide was inserted, it could cut the thread. It was unknown how the procedure was completed. The patient's current condition after the procedure was unknown. Boston scientific corporation has been unable to obtain additional information despite good faith efforts.